Event description:
Nellcor received a report that a 8dct would not inflate. The report did not state whether of not the device was pre-treated. There was no patient harm reported and no samples are available for evaluation.